Event description:
It was reported that the device fails accuracy (B)(4). There was no patient involvement.

Manufacturer narrative:
B3: 2025 was the reported year of the event but the month and day were not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 7/8/2025. Received one device. Could not confirm customers complaint with fluid accuracy test. Performed downstream occlusion sensor (dso) /upstream occlusion sensor (uso) calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.